Event description:
Event description guidant received information that a cardiac resynchronization therapy defibrillator (crt-d) system was implanted with the atrial port plugged due to an atrial fibrillation rhythm. After defibrillation testing, the patient converted to a sinus rhythm. The following day, it was discovered the right ventricular lead had dislodged so a revision was scheduled for the following day. At that time, an atrial lead was implanted. However, the setscrew on the atrial port was found to be stuck, necessitating device replacement. Sensing and high impedances were also noted in the atrial lead.